Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had motor error. Customer's blood glucose level was unknown. Customer states insulin pump also had rewind anomaly and chip in the battery compartment. Customer states scratches on the screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but motor error alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm. Device received with broken battery tube threads and minor scratched lcd window. Motor passed motor test. No charge/battery lasts less than expected noted. (B)(4).